Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was confirmed. The malfunction likely occurred due to the fact that the device was not conducted reprocessing properly by the user in the facility. The event can be detected/prevented by following the instructions for use which state: ·labeling the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign materials in the adhesive around the objective lens, between the distal end and the server plug, in the forceps elevator and in the suction cylinder. There were no reports of patient involvement.